Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was unable to deflate the balloon. The inflation funnel and shaft were cut, but the water did not flow out. The balloon was ruptured by mandrin (a wire used for insertion of the catheter) via the urethra, and the catheter was removed.

Event description:
It was reported that the user was unable to deflate the balloon. The inflation funnel and shaft were cut, however the water did not flow out. The balloon was ruptured by mandrin (a wire used for insertion of the catheter) via the urethra, and the catheter was removed.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. The sample was evaluated and no pinch or blockage was observed. Able to introduce water in the returned sample. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"